Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the zimmer air dermatome does not cut as it should. The device does not make a "clean cut". The surgeon had to push very hard to make the graft and they have problems with the graft quality i.e. Cracks in the graft. No add'l clinical info was rec'd prior to this report.